Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow buttons response due to corroded keypad traces. No unexpected numbers scrolling during testing. The device had normal operating currents. The device was monitored and no unexpected failed battery test alarms occurred during testing. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had a malfunction. Customer was attempting bolus. Customer's blood glucose was 124 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.